Event description:
It was reported that the tip of the inserter broke off while inserting the poly.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, without the requested clinical information, or x-rays we are unable to confirm the location of the inserter tip or determine the root cause of the inserter tip breakage. In addition, since the alloy is neither bio-inert nor approved for implantation it is unknown corrosion, micro-motion and/or migration of the retained fragments are likely. The patient impact beyond the reported possible retained non-implantable foreign body cannot be determined. No further medical assessment can be rendered at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.